Manufacturer narrative:
A2: age at time of event: 28-year-old, at the time of enrollment.

Event description:
It was reported that migration occurred. The subject underwent the index procedure on (B)(6) 2025. The target lesion was located in the renal artery with a vessel diameter of less than equal 3 mm. Prior to the embolization with obsidio conformable embolic, the target vessel was not embolized with any other embolic agents. The renal artery (target vessel) was embolized using a non-boston scientific micro catheter with 0.1 ml of obsidio conformable embolic using aliquot technique. During the procedure, there was non-target embolization from the target vessel (renal artery) to the segmental renal arteries. The target vessel occluded within the expected area after embolization with obsidio embolic via angiography or demonstration of a cast of obsidio occluding the artery on fluoroscopy or other image acquisition. Post treatment with obsidio embolic, no other embolic agent was used. On (B)(6) 2025, during index procedure, the obsidio material refluxed out of the target vessel (renal artery) and embolized to non-target segmental renal arteries. Non-target migration was due to reflux. There was no physical issue of obsidio embolic, or difficulty in obsidio administration. The device deficiency was identified on angiogram. The subject was noted with mild self-limiting flank pain after non-target embolization. Obsidio was used per protocol. Following non-target embolization, the subject was kept under observation. The subject was in intermediate care post procedure (other than critical/intensive care or general floor care). The event did not lead to prolongation of index hospitalization. There was no other action taken for this event. The event has been reported as non-serious. At the time of the reporting, the outcome of the event was considered to be ongoing. On (B)(6) 2025, the subject was discharged from the hospital.